Event description:
Country of complaint: (B)(6). It is difficult to pull the thread through the skin. The customer has been using premilene since 1 year. Batch number is not available. The problem was not the needle but the thread. According to our sales representative is not possible to pull the thread through the skin.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; manufacturing site evaluation: samples received: none. As batch number is not available, the batch manufacturing record can not be reviewed. Without any closed sample and/or defective samples a proper analysis can not be performed. If closed samples are received in the future OEM will re-open this notification and analyze them. With the information given a further analysis cannot be done. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.